Manufacturer narrative:
Evaluation summary: a cause for this specific clinical event cannot be ascertained from the information provided. However, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a correction action in (B)(4) 2010. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on (B)(4), 2010, per recall number 1822565-04/19/2010-001, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and provided additional cementing instructions. The device in question was implanted prior to this field action. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient presented with tibia loosening.